Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), rotated heart, calcified valve, calcified chordae and small valve for a mitraclip procedure. During the procedure, device was positioned in the left atrium, crossed into the left ventricle and stuck under the anterior leaflet and calcified chordae. Trouble shooting steps were performed as per IFU but was unsuccessful. It was decided to grasp, and both the grippers would not lower and would not raise. Trouble shooting steps were performed again but was unsuccessful. It was tried to open the clip, and clip would not open. Troubleshooting steps were performed but still not able to unlock the clip. Imaging was difficult. During the deployment process, it was difficult to pull the actuator knob backwards, so continued to turn the actuator knob in the open direction and tried to pull the actuator knob again, pulled grippers back, pulled dc handle back, but still clip was attached to the mandrel. It was observed that there is resistance while rotating the actuator knob. It was decided to manually pull the grippers, tried removing the m-knob, pulled actuator knob back harder and actuator knob was broken, started pulling the steel knob attached to the actuator knob and clip was released from the delivery system and was decided to deploy the clip in-between the leaflets and calcified chordae. Cds and guide was removed from the patient, and it appeared to have line attached to the clip and was unable to be removed and it was suspected that the mandrel attached to the clip. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported break to be a broken actuator coupler. The reported difficult gripper actuation, inability to open the clip in anatomy, difficult clip deployment, jammed knob, broken cable, and knob resistance could not be replicated in a testing environment due to the condition of the returned device. The reported entrapment of device could not be replicated in a testing environment as it was related to patient or procedural/operational circumstances. The reported poor imaging could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott sr. Manager quality outcomes & curriculum development. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip stuck under anterior leaflet and calcified chordae during positioning). The reported difficult gripper actuation and difficulty opening the clip appear to be cascading events of the entrapment of device. A cause for the reported difficult clip deployment could not be conclusively determined. It is possible that procedural conditions, such as tension in the system, contributed to this issue. However, this cannot be confirmed. The reported actuator knob resistance and actuator knob jam appear to be related to procedural conditions (actuator coupler still attached to clip's threaded stud). The reported actuator coupler break is a cascading event of the actuator knob jam (troubleshooting performed). The reported poor imaging is related to challenging patient anatomy (rotated heart, calcium, small valve), per case details. The reported foreign body in patient is a cascading event of the difficult clip deployment. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4440.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), rotated heart, calcified valve, calcified chordae and small valve for a mitraclip procedure. During the procedure, device was positioned in the left atrium, crossed into the left ventricle and stuck under the anterior leaflet and calcified chordae. Trouble shooting steps were performed as per IFU but was unsuccessful. It was decided to grasp, and both the grippers would not lower and would not raise. Trouble shooting steps were performed again but was unsuccessful. It was tried to open the clip, and clip would not open. Troubleshooting steps were performed but still not able to unlock the clip. Imaging was difficult. During the deployment process, it was difficult to pull the actuator knob backwards, so continued to turn the actuator knob in the open direction and tried to pull the actuator knob again, pulled grippers back, pulled dc handle back, but still clip was attached to the mandrel. It was observed that there is resistance while rotating the actuator knob. It was decided to manually pull the grippers, tried removing the m-knob, pulled actuator knob back harder and actuator knob was broken, started pulling the steel knob attached to the actuator knob and clip was released from the delivery system and was decided to deploy the clip in-between the leaflets and calcified chordae. Cds and guide was removed from the patient, and it appeared to have line attached to the clip and was unable to be removed and it was suspected that the mandrel attached to the clip. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.